Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was one 4 fr single lumen powerpicc. An initial visual observation showed use residue on the returned sample and a hard, clear substance on and around the molded joint of the catheter. A microscopic observation revealed multiple circumferential splits and superficial cracks in the catheter tubing between the suture wing and 0 cm depth marker. The edges of the splits and cracks were observed to be rough and uneven, and the surfaces of the splits were observed to be somewhat jagged and granular in texture. The catheter surface was observed to be dull in luster in the area around the damage. The localized damage, the surface features of the catheter material, and the shape and number of circumferential splits suggest the returned catheter was damaged due to chemical degradation which weakened and embrittled the catheter material allowing it to crack, most-likely due to repeated and/or prolonged kinking of the catheter tubing at this location. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a patient was undergoing treatment in chemotherapy ward to start treatment. PICC inserted (B)(6) 2025. Secured with startlock. Upon irrigation, saline solution is observed leaking from the insertion site. The device is removed and a transverse crack is observed. A peripheral vein is cannulated to administer treatment. New PICC to be placed. There was no patient impact.